Event description:
Kawasumi butterfly blood collection set. When collecting >5 tubes of blood, the sheath that prevents leakage of blood when changing tubes fails and no longer prevents leakage of blood. This exposes the phlebotomist and patient to the pt's blood. This has been experienced numerous times.